Event description:
It was reported that during explant due to infection, lead externalization at distal coil was observed. Patient is doing well after the surgery.

Manufacturer narrative:
(B)(4). Externalized conductors due to internal abrasion were found at 25.0-27.0 cm from the proximal end of the returned part (31 cm). The insulation between rv cable lumen and inner coil was intact at this area. The efte coating on one of the rv cables was damaged during explant.